Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse powered the system on and the unit successfully completed all self tests. The fse then connected the balloon to the system trainer and initiated auto-fill, the iabp successfully completed auto-fill and functioned correctly while connected to known balloon and known trainer for 20 minutes with no issue. The fse performed full preventative maintenance (pm), functionality, safety checks, and calibration which all met and passed to factory specifications. The unit was returned to the customer and cleared for clinical use. The first name f the initial reporter has been abbreviated due to field character limits; the full name should read (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an "unable to calibrate pressures" message. The customer also stated the unit would not zero the pressure. No patient harm, serious injury or adverse event was reported.